Event description:
It was reported that far field r wave oversensing was occurring on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable defibrillation lead (B)(6) 2009. (B)(4).